Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the pcb, power switch, and retainer needed an upgrade. The enclosure was cracked by the water tank cover. This was causing a leak. Both covers were cracked, the line cord was worn, and the pole clamp was broken. The investigator subsequently filled the tank with water, plugged in the line cord, attached a temperature check fixture, and turned on the power switch. The customer reported product problem (failure to power on/leaking) was confirmed during testing. The power problem occurred because the power switch was disconnected from the pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported power problem was the result of a design issue. This was established as the root cause. The pcb was replaced to address this product problem. The aforementioned worn components were also replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
Information was received that this smiths medical level 1 hotline low flow systems experienced no power and water leak. No reported adverse effects.